Event description:
The complaint/event involved a nanoclave® connector. It was reported that the slip syringes popped off of the nanoclave when they were attached using the correct technique during a patient infusion of an unspecified drug/medication. There was no blood loss, no unprotected chemo exposure, no adverse operator consequences and no medical/surgical intervention required. The device was changed out/replaced with no further problems encountered. The patient reportedly returned to baseline condition. There was no serious injury/death, however there was a delay in the unspecified therapy. This is the first of three reports.

Manufacturer narrative:
The device is available to be returned for evaluation; however, it has not yet been received.

Manufacturer narrative:
The customer's complaint of the components not mating properly on item 011-a1000 cannot be confirmed by investigation. No product samples, pictures, or videos were received for investigation. Without the return of the used sample, a comprehensive failure investigation cannot be performed and a probable cause cannot be determined. The device history record could not be reviewed due to the unknown lot number.